Event description:
It was reported that the entire system was removed and replaced due to impending erosion. During explant externalized conductors were noted proximal to the distal coil.

Manufacturer narrative:
External insulation abrasion was noted at 12.0-13.0cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was noted at 36.6- 36.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.